Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope contained debris that could ot be scrubbed or flushed out near the lumen opening during an unspecified event. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The foreign material was unable to be identified. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.